Event description:
It was reported that customer had cracks at battery compartment at the battery cap, preventing battery from making contact. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 7.1 mmol/l. No further information provided.

Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.